Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system was seen at a routine follow-up appointment where it was stated they had received a shock while sleeping in 2022. Provocative testing was performed and no reproducible noise was observed. Diagnostic imaging was also performed and no abnormalities were observed. Boston scientific technical services (ts) was contacted for a device data review and it was discussed that the inappropriate shock was most likely delivered due to over-sensed non-physiological signals (such as sense node b artifacts). Variable signal amplitudes were also observed. With the results of the in-clinic testing, it was recommended to reprogram the device to the secondary sensing vector. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.